Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and replaced the graphical user interface (gui), touch frame, printed circuit board (pcb). The cse performed the electrical safety test, ran all calibrations, and the performance verification test (pvt); the device operated within the manufacturing specifications. (B)(4).

Event description:
Covidien received information stating that an 840 ventilator had a touch screen blocked. Information regarding patient involvement was not provided.